Event description:
The device received has been classified as an un-reconciled blind unit. No further information is available.

Manufacturer narrative:
Damaged yoke. Evaluation summary: the analysis results found that the device was received with the anvil in the closed position and with a reload loaded in the device. The reload was received partially fired and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanism damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.